Event description:
The (B) (6) male patient received 5 cypher stents in the first diagonal. The target lesion was de novo, tortuous, and classified as type c. Lesion length was 30mm. The email received for the (B) (4) study indicated that approximately six months post index procedure the patient presented with stent thrombosis in stents 2 through 5 as well as in-stent restenosis. The patient was treated with ptca.the site indicated that the following stents had in-stent restenosis : 2.25 x 8, 2.25 x 13, and 2.25 x 8.

Manufacturer narrative:
This device is one of five products associated with this event. Please refer to MFR report #s 3003742446-2010-00153, 3003742446-2010-00154, 3003742446-2010-00155, 3003742446-2010-00156, and 3003742446-2010-00157. Information received from the (B)(4) study indicated that a patient experienced restenosis and stent thrombosis after having multiple stents implanted. The patient's medical history is significant for previous target vessel revascularization, family history of coronary artery disease, angina, peripheral artery disease with claudication, hypertension, hyperlipidemia, coronary artery bypass graft surgery and smoking. The patient had five cypher stents implanted in a de novo, severely tortuous, 95% stenosed and anatomically complex first diagonal branch (dx). A 2.25/8 cypher rx stent at 14 atms, followed by a 2.25/13 cypher rx stent at 14 atms proximal and overlapping the first stent. This was followed by the implant of a 2.75/18 cypher rx stent at 14 atms abutting and proximal to the other stents. A 2.25/8 cypher rx stent was then implanted at 14 atms overlapping and proximal to the third stent, which was then followed by a 2.25/13 cypher rx stent at 14 atms proximal and overlapping the fourth stent. The stents were satisfactorily implanted and none were post-dilated. The patient was discharged on aspirin and plavix. Approximately six months later, the patient experienced stent thrombosis in stents 2-5 and restenosis. The event was treated with balloon angioplasty. A review of the manufacturing documentation associated with these lots presented no issues during the manufacturing process that can be related to the reported complaint. Restenosis and stent thrombosis are known potential adverse events associated with implanting coronary artery stents. Review of the information provided suggests that patient factors (medical history with smoking) and/or vessel/lesion characteristics (long, tortuous, and small in diameter) may have contributed to the reported event. There is nothing to indicate that there is a design or manufacturing related issue therefore no corrective action is needed.

Manufacturer narrative:
This device is one of five products associated with this event. Please refer to MFR report #¿s 3003742446-2010-00153, 3003742446-2010-00154, 3003742446-2010-00155, 3003742446-2010-00156, & 3003742446-2010-00157.the product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Manufacturer narrative:
This device is one of five products associated with this event. Please refer to MFR report #'s 3003742446-2010-00153, 3003742446-2010-00154, 3003742446-2010-00155, 3003742446-2010-00156, & 3003742446-2010-00157. The complaint received states that this (B)(4) study patient had a peri-procedural mi during the index procedure then approximately 6 months later had an mi and restenosis. This is a (B)(6) male with medical history including CABG 10/2000, pad, hypertension and dyslipidemia. The indication for the index procedure was stable angina with a 95% stenosis in the 1st diagonal branch. In (B)(6) 2009, the index procedure was performed. Pre-dilation was done then 5 cypher stents were implanted without report of difficulty. Post-dilation was done. Core lab reported 22% residual stenosis, no dissection and timi 3 flow. Post procedure the ckmb and troponin levels were elevated. This has been adjudicated as an mi event. The core lab reported no new st-t abnormalities and no q waves. The patient was discharged the following day on dual anti-platelet therapy. In (B)(6) 2010, the patient had a stress test that was discontinued secondary to dyspnea. The perfusion revealed anterior wall moderate ischemia, anterolateral wall severe ischemia and lateral and inferolateral wall moderate ischemia. Repeat angiography was done revealing 95-99% instent restenosis of the 1st diagonal stents. This episode was adjudicated to not be a thrombotic event. The physician's comment was: multiple factors contributed to the restenosis; noncompliance with dual anti-platelet therapy, vessel tortuousity and aggressive background disease. Successful revascularization was done with poba followed by placement of two further des's in the 1st diagonal branch. The patient was discharged the following day, again on dual anti-platelet therapy. A review of the manufacturing documentation associated with these lots presented no issues during the manufacturing process that can be related to the reported complaints. Mi is a known potential adverse event associated with coronary stent implantation and is often associated with thrombotic or restenosis events wherein the inner lumen of the coronary artery becomes narrowed and blood flow decreased. The myocardial tissues are starved of oxygen and other nutrients secondary to the decreased or stopped blood flow and it causes permanent cardiac damage. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension and dyslipidemia.